Event description:
It was reported that the impedance on the ventricular lead has gradually been increasing and is high. Due to the high impedance there have been unsuccessful paces and lead conductor fracture is suspected. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).